Manufacturer narrative:
No sample has been returned for evaluation for the report of dull blades therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. This is the second of two reports from this facility. (B)(4).

Event description:
A nurse reported that two knives were dull during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to either patient. Additional information has been requested.